Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. The balloon was first inflated at 8 atmospheres (atm) for 30 seconds. However, during second inflation at 10 atm for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient is in good condition.